Event description:
Spontaneous call from patient who complained of cassette malfunction. Patient stated that the pump first alarmed last night. She was able to get the original cassette to work in the back up pump. However, while she was sleeping, the other pump began to alarm with the same "no disposable, pump won't run message." She removed the cassette, wiped it with alcohol and got it running again. During call with author today, pump was giving the same error. She tried repositioning the cassette, switching it to her other pump, changing just the tubing, and finally switched to a new cassette and got it working again. She was unable to provide a lot number for the malfunctioning cassette. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved?, ongoing?. Reported to (B)(6) by: patient/caregiver.